Event description:
The patient presented with heart palpitations and abdominal pain to clinic on (B)(6) 2013. Patient claimed symptoms had been troubling for several months but decided to see a physician on (B)(6) 2013. It is alleged that abdominal CT revealed fractured filter with pieces that had migrated. A venogram on (B)(6) 2013 revealed a leg of the filter lodged in the right ventricle and an arm was discovered in the pulmonary artery, also another leg had fractured and actually shifted below the original placement of filter. The physician attempted several different approaches at retrieval of the leg in the patient's ventricle and the filter itself. The filter was placed originally at this same facility in 2007. It is alleged that all attempts to retrieve the device and its pieces were unsuccessful. The patient was admitted to the hospital overnight for ep/cardiology to watch symptoms and contemplate open surgery to remove the piece in the patient's heart.

Manufacturer narrative:
(B)(4). Expiration date: unknown as lot# is unknown. Specific date unknown as information was not provide except for the year 2007. Device manufacture date unknown as lot# is unknown. Investigation is still in progress.